Manufacturer narrative:
The pump passed the displacement test. The pump gave an alarm during the boot up and self test due to a faulty component on the remote frequency board. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. The pump had moisture damage on the motor housing. No corrosion on the motor home switch noted. The pump also had moisture damage on all electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a radio frequency pic failed self test. Insulin pump would be replaced.